Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. If information becomes available a follow-up report with the information will be provided.

Event description:
It was reported that the nurse hung a new bag of fentanyl 1000mcg at 0954 in preparation of the patient going for a procedure. At 1050 the nurse noted that the fentanyl bag was empty. The nurse stated the bag did not appear to be tampered with. The device stated that 87.2ml remained to be infused. Biomed reviewed the event logs to find multiple key presses with a drug calibration of 1,000mcg within 1 hour at a rate of 25. There were no adverse effects caused to the patient due to this event.

Event description:
It was reported that the nurse hung a new bag of fentanyl 1000mcg at 0954 in preparation of the patient going for a procedure. At 1050 the nurse noted that the fentanyl bag was empty. The nurse stated the bag did not appear to be tampered with. The device stated that 87.2ml remained to be infused. Biomed reviewed the event logs to find multiple key presses with a drug calibration of 1,000mcg within 1 hour at a rate of 25. There were no adverse effects caused to the patient due to this event.

Manufacturer narrative:
Investigation conclusion: the report of an over-infusion of fentanyl was not confirmed. The pcu event log shows pump module (B)(6) programmed an infusion of drugid 229 at a rate of 2.5mlhr (dose = 25mcg/hr) with a vtbi of 85ml at 9:56 am on 16sep2020 and ran until 10:47 am when the device was channeled off. The volume recorded as being infused during this period was 2.102ml. The starting/ending volume of the fluid container cannot be determined through device logs. There were no alarms prior to the infusion being paused and then channeled off. Device inspection: n/a, only the pcu event log was received for investigation. Root cause analysis: the root cause of the reported over-infusion of fentanyl was not identified. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 26jan2016 a review of the device service history record was performed beginning from the date of manufacture to the present date 23nov2020 and indicated that this device has not been previously returned (state number of times the device has been returned, if previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : no devices received, log review only.